Manufacturer narrative:
Patient weight and gender information was unavailable from the site. Event problem and evaluation: on (B)(6) 2015, on-site trouble-shooting included three attempts to invalidate home but this did not resolve the issue. The imaging system was unable complete the entire invalidate home procedure. On 8-jun-2015, a medtronic representative went to the site to test the equipment and found the rotor was not homing. In trouble-shooting, it was suspected that the gantry motion controller needed to be replaced. On 9-jun-2015, a medtronic representative went back to the site and replaced the gantry motion controller with a new one. The imaging system then passed the system checkout and was found to be fully functional. The gantry motion control box was returned to the manufacturer for analysis; however, the reported issue of ¿rotor not homing¿ could not be duplicated. The device functioned without any problem when installed in a similar imaging system. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that after positioning the tube of the imaging system around the patient during a spinal fusion procedure, the tube appeared closed, but the image acquisition system (ias) x-ray detector light would not appear. The surgeon opted to complete the procedure without the use of the imaging system. An alternate imaging system was used to proceed with the case. There was a reported ten-minute delay to surgery due to this issue. There was no impact on patient outcome